Event description:
It was reported that the filter was broken. The target lesion was located in a carotid artery. A 190cm filterwire ez was selected for use. During unpacking, it was noted that the part near the base of the filter was broken and bent. The procedure was completed with another of the same device. No patient complications were reported.